Event description:
It was reported that during an unknown procedure, the first two devices did not cut but stapled completely. A third device was used to complete the procedure. No further information is available. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the device was returned in good visual condition and loaded with a 3/4 partially fired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. When tested for functionality with a test cartridge, the firing mechanism became damaged; therefore, the device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was noted to be damaged. It should be noted that all devices are fired in the manufacturing line ensuring complete fire out of the device, complete cut line and proper staple formation. The damage to the left shroud pinion axle support is consistent with high force to fire due to thicker tissue or re-initiation of firing sequence with a locked out cartridge (spent cartridge). No conclusion could be reached as to how the firing mechanism became damaged. Cartridge batch c5d140.